Manufacturer narrative:
Failure analysis found button error alarm and no button response due to corroded keypad traces. Pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. Customer stated the alarm was recurring after a battery change. The customer's blood glucose was 131 mg/dl at the time of incident. Customer's current blood glucose was 251 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.